Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation.

Event description:
It was reported that an atlantis abutment ti fractured and a zimmer implant (non-dentsply) fractured in a patient's mouth. Both the abutment and implant were removed.